Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event(s) of hypertension (htn), nausea, vomiting and abdominal pain/cramping requiring evaluation in the ER. The etiology of the htn is directly related to the patient not taking her morning medication due to nausea and vomiting. The etiology for the nausea, vomiting and abdominal pain/cramping cannot fully be appreciated, however according to the nephrology consult it is possible the patient is incorrectly performing ccpd therapy. Additionally, it is known that esrd patient¿s commonly suffer from gastrointestinal symptoms such as nausea, vomiting and abdominal pain. Therefore, it cannot be determined if the liberty select cycler potentially caused or contributed to the patient¿s event of nausea, vomiting and abdominal pain/cramping. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis patient (pd) went to the emergency room (ER) on (B)(6) 2018 due to severe abdominal pain. The pdrn reported that the patient felt that the abdominal pain was due to the liberty select cycler exiting the drain cycle too quickly, and not completing her treatment due to patient line blocked alarms. The pdrn stated the alarm history was reviewed (details unknown) and found to be unrelated to the patient line checks (details unknown). The medical records received revealed that the patient went to the ER on (B)(6) 2018 for abdominal pain (extending to chest and shoulders), abdominal cramping, nausea, vomiting and hypertension. The patient was unable to take her morning medications due to the nausea and vomiting. Therefore, the patient was given zofran (dosage and route unknown) for the nausea and her morning medications were successfully administered. Additionally, the patient was given morphine to help control the abdominal pain. Due to the abdominal pain, an ultrasound of the gallbladder was performed and revealed a small amount of sludge within the gallbladder. A peritoneal effluent cell count and gram stain were also performed and revealed no bacteria, clear fluid and a normal white blood cells (wbc) count. A nephrology consult was placed and given the laboratory results and ultrasound findings; he stated there is no concern for peritonitis. However, it was suggested the patient may be performing her continuous cyclic peritoneal dialysis (ccpd) treatments incorrectly. The patient was referred to their primary nephrologist upon discharge, and scripts for zofran and norco were given to the patient for any nausea, vomiting or pain. The discharge diagnosis was listed as biliary sludge and abdominal pain. It is unknown if any fresenius device(s) and/or products were utilized during the hospitalization. Upon follow, the pdrn confirmed that the patient is completing treatments by continuous ambulatory peritoneal dialysis (capd).